Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastric procedure, there was poor staple formation and the staple line was incomplete. The staples didn¿t close during the stapling procedure. Some staples remained open, others remained in the reload and one broke. There was a temporary injury due to the fistula. There was tissue damage. Nothing fell into the patient cavity. The doctor had the fire another reload next to the previous one to revert the damage. The doctor was able to repair the damage in the same procedure. No further surgical or medical intervention was needed. Surgical time was extended by 30 minutes or more due to the product problem. Patient has no injury.